Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was seeing the poor communication screen on their patient programmer. Patient stated they were trying to connect to turn stimulation up. Patient stated they saw the 3, but then were having trouble getting there. It was reported the patient had been recently implanted, but there were no swelling or bandages present, but there was a film over the stitches that their healthcare provider said would fall off on its own. Troubleshooting was done and the patient was able to sync their patient programmer with their ins. Patient then reported they didn't think their ins was working because they were experiencing a return of symptoms with incontinence. Patient stated they started at 0.3 after permanent implant and was doing fine and was not having a return of symptoms. Patient stated they wanted to increase to see if that would help. Patient increased stimulation to 0.5 and was going to leave it there to see if it helps. Patient reported they were not feeling stimulation. It was reported that troubleshooting resolved the reported issue, patient was able to connect and the programmer was functioning as intended. Patient was going to monitor symptoms and was redirected to their healthcare provider if symptoms did not resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient thought the ins not working and return of symptoms was due to a combination of pain medicine, change of activity, and taking a laxative. They felt that increasing the stimulation did help but, upon taking a laxative, they had a return of incontinence. They went off pain medication so they hoped they could regulate better.